Event description:
Information was received indicating that multiple instances of beeping sounds were noted with a smiths medical cadd cassette reservoir. Subsequently, the cassette was changed to resolve the issue. No patient consequences were reported. No adverse effects were reported.